Event description:
Event description guidant received information that this implantable transvenous defibrillation lead dislodged. The physician attempted to reposition the lead, but was unable to because the stylet became stuck inside the lead. Another guidant defibrillation lead was subsequently implanted. The lead was returned to guidant for analysis.